Event description:
Customer complaint - limited data available: while using the product it burned out and the consumer observed several flashes of electric sparks, after this the pad has not been working.